Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels on (B)(6) 2024 and (B)(6) 24 of 43-68 mg/dl. The low bg causes were not known. For both of these instances, the customer was at two medical appointments (non-diabetes related), and they were shaky, weak and sweaty because of the low bg levels and received third party assistance from their daughter, a cardiac rehab worker, and their eye doctor who assisted with getting carbohydrates, apple juice and candy into the customers system to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.